Manufacturer narrative:
During evaluation, the following were found: no image when connecting camera head, coupler springs making clicking noise and connector pins were scratched on multiple places. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head processor was not responding when plugged in. The event was found during set-up with no error messages observed. The procedure was completed using another device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the following led to the malfunction. An image was not displayed, because communication failure occurred, due to faulty cable. As to the cause of the faulty cable, the connector was broken. The event can be prevented, by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.